Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this right atrial lead was surgically abandoned (capped) due to low impedance (varied between 200 and 300 ohms) and noise measurements. Upon explant, the insulation was noted to have broken down approximately 5 cm from the terminal pin. A new lead and device were successfully implanted; no adverse effects were reported. The lead was actively implanted for approximately 8 years.